Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: losing signal. Confirmed failure: s4k-n-npf no problem found probable root cause: ¿ tx antenna/main board ¿ rx antenna/main board ¿ connectors ¿ tx/rx software ¿ wireless channel availability ¿ wireless interference with other systems in the room ¿ use error ¿ faulty hdmi cable ¿ faulty fan resulting in increased device temperature ¿ excessive channel restriction the product was received at stryker endoscopy and forwarded to stryker freiburg for investigation. The reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.